Event description:
Boston scientific received information that this system exhibited an out of range pacing impedance on the atrial channel which triggered the lead safety switch (lss). Impedance was 220 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the observations with the caller and instructed the caller how to reset the lss. The caller stated that the patient is in chronic atrial fibrillation (af) and they will perform some testing of the lead. Pocket manipulation was performed in an attempt to create noise; however, the caller stated it was hard to confirm the results due to the patient being in af. The device was reprogrammed to vvir per the physician's request. No adverse patient effects were reported. This product issue will be updated if additional details are received.